Manufacturer narrative:
B3: the patient was admitted due to peritonitis either on (B)(6) 2023 or (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for peritonitis. It was not reported if the patient was treated for peritonitis. The patient outcome and action taken with pd therapy were not reported.